Event description:
A consumer reported that in (B)(6) 2016 they began experiencing "real bad" issues with their back around the rib area, but there were no circumstances that led the issue. The consumer saw their primary care physician (pcp) on (B)(6) 2016 who could feel something moving around in that area, which they thought were potentially broken ribs. An x-ray was performed and no broken ribs were found. The consumer was now concerned if it could be the stimulator the pcp felt moving around. The managing physician was notified of this event, but nothing had been done at the current time to resolve it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.